Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely a request was made to have data from this device analyzed, but the health care professional (hcp) did not provide the correct files. Technical services (ts) asked the hcp to send updated data for review, but at this time, there is no evidence to suggest that this has been completed. No adverse patient effects were reported. The device remains in service.